Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 29mm sapien 3 (s3) valve in the aortic position, while pushing the 29mm s3 valve out of the 16fr esheath and into the descending aorta, the safari wire was in a loop in that one section of the aorta. The distal part of the wire was properly wired through the aortic valve and into the left ventricle. The problem was that you couldn't see the loop because the camera was parked at the superior part of the patient and not where the loop in the wire was. As the doctor was trying to push the valve farther up the descending to prepare for balloon alignment, there was resistance in the valve going forward. He pulled the camera down lower to find the wire looped and a section of the commander balloon kinked as well as the wire. It appears that the loop caused this to happen due to pushing across a bent wire. At this time, the fcs asked him to pull as much of the kink inside of the distal section of the delivery system as possible in order to get the valve pulled back into the sheath, that way everything could be pulled out as a unit and the team could start over. At that time, the doctor felt it was best to end the case without harm. During pre-decontamination, the esheath+ was found to have a liner tear and liner strand.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from a product evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h3, h6, h11. The product was returned; therefore, a product evaluation investigation was completed. As a device was returned, a visual evaluation was completed. Due to the returned condition of the device (sheath liner strand, liner torn), no functional or dimensional testing was able to be performed. The complaint was confirmed through visual examination. The returned device was visually examined, and the following was observed: liner torn approximately 0.25" in length at the distal end. Remaining liner fully expanded with partial liner delamination at distal end. Liner stretching 0.75" from distal end. Liner strand observed at the distal end approximately less than 1" in length. Sheath shaft kinked approximately 3' from distal strain relief. Distal tip opened as designed; partial radial separation along distal liner edge (likely due to withdrawal difficulty). Fluoroscopic imagery was evaluated and following was observed: non-coaxial orientation of thv in reference to sheath shaft tip; c-marker present. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. The esheath+ and commander IFU's was reviewed along with the device procedural manual. Warnings include 'the edwards esheath+ introducer set must be used with a compatible 0.035" (0.89 mm) guidewire to prevent vessel injury'. Precautions include 'when inserting, manipulating or withdrawing a device through the sheath, always maintain sheath position'. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaints for sheath liner torn and sheath liner strand were confirmed based on the evaluation of the of the returned device/device imagery. However, no manufacturing nonconformance was identified during evaluation. A review of the DHR and lot history were unable to be performed as no lot information was provided. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per the event description, ds/crimped thv was retrieved back into sheath due to guidewire issues, which prevented system tracking up the descending aorta. During device evaluation a liner tear and liner strand were discovered. Review of provided fluoro revealed non-coaxial juxtaposition between crimped thv and sheath tip. Non-coaxial withdrawal angles could lead to adverse interactions between devices, causing the crimped valve struts to catch onto the sheath liner, leading to tear and strand formation when compounded by high withdrawal forces. In this case, partial liner delamination and kinked shaft, as confirmed on returned product, further suggest that high withdrawal forces might have been used. As such, available information suggests procedural factors (non-coaxial withdrawal of crimped thv, high withdrawal forces) may have caused or contributed to the sheath liner damages reported. Per the assessment, it has been determined that no CAPA, scar, or pra is required as the established triggers have not been met. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.